Event description:
Same case as MFR report #2134265-2009-04112, 2134265-2009-04113, 2134265-2009-04114. It was reported that during an unspecified interventional procedure, a perforation occurred. The unspecified target lesion was in an unconfirmed "iliac or aorta" location. An express-biliary ld pmtd 9.0x30x135 cm stent, express-biliary ld, pmtd, 7.0x30x135cm stent, an unspecified ultrathin diamond back balloon catheter, and an unspecified sterling balloon catheter had been used during the procedure. At an unspecified time, a perforation occurred. The cause of the perforation is unknown. The "patient bled out and expired." Additional information was requested, but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.